Event description:
It was reported that during an atrial fibrillation pulsed field ablation for a drug refractory paroxysmal atrial fibrillation, a farawave ablation catheter was selected for use. During the procedure, the catheter was blocked, and no liquid came out during the infusion process. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was not observed in any deployment state. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis. Investigation conclusion: based on all the available information, the cause of the reported flushing difficulties was likely attributed to device design as the flush lumen was kinked, causing flushing difficulties.

Event description:
It was reported that during an atrial fibrillation pulsed field ablation for a drug refractory paroxysmal atrial fibrillation, a farawave ablation catheter was selected for use. During the procedure, the catheter was blocked, and no liquid came out during the infusion process. The catheter was replaced, and the procedure was completed successfully without patient complications.